Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6), sample ID (B)(6), sample ID (B)(6), and sample ID (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive alinity I hiv ag/ab combo results for four patients. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) initial result was 1.01, repeat results were 1.03 and 0.05 s/co. When tested with a vidas assay the result was 0.07, which is negative. Sample ID (B)(6)initial result was 1.28, repeat results were 2.08 and 2.13 s/co. When tested with a vidas assay the result was 0.06, which is negative. Sample ID (B)(6) initial result was 24.24, repeat results were 26.41 and 25.95 s/co. When tested with a vidas assay the result was 0.07, which is negative. The vidas hivp24 result was negative. Sample ID (B)(6) initial result was 1.74, repeat results were 1.63 and 1.71 s/co. When tested with a vidas assay the result was 0.08, which is negative. There was no impact to patient management reported.

Event description:
The customer observed false reactive alinity I hiv ag/ab combo results for four patients. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) initial result was 1.01, repeat results were 1.03 and 0.05 s/co. When tested with a vidas assay the result was 0.07, which is negative. Sample ID (B)(6) initial result was 1.28, repeat results were 2.08 and 2.13 s/co. When tested with a vidas assay the result was 0.06, which is negative. Sample ID (B)(6) initial result was 24.24, repeat results were 26.41 and 25.95 s/co. When tested with a vidas assay the result was 0.07, which is negative. The vidas hivp24 result was negative. Sample ID (B)(6) initial result was 1.74, repeat results were 1.63 and 1.71 s/co. When tested with a vidas assay the result was 0.08, which is negative. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false reactive architect hiv ag/ab combo results on an alinity I processing module, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The customer service center specialist (csc) reviewed the module logs and observed the reagent probes had not been calibrated or replaced, and the sample probe had not been calibrated, in over a year, however, was unable to determine a single part as the likely cause of the issue. The alinity I processing module (03r65-01), serial number (B)(6), was considered the likely cause of the issue. No subsequent issues have been reported. The device history record review did not identify any non-conformances or deviations associated with the complaint issue. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
The complaint investigation for false reactive alinity I hiv ag/ab combo results on an alinity I processing module, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The customer service center specialist (csc) reviewed the module logs and observed the reagent probes had not been calibrated or replaced, and the sample probe had not been calibrated, in over a year, however, was unable to determine a single part as the likely cause of the issue. The alinity I processing module (03r65-01), serial number (B)(6), was considered the likely cause of the issue. No subsequent issues have been reported. The device history record review did not identify any non-conformances or deviations associated with the complaint issue. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.correction to field h10 additional manufacturer narrative from "the complaint investigation for false reactive architect hiv ag/ab combo results" to "the complaint investigation for false reactive alinity I hiv ag/ab combo results".

Event description:
The customer observed false reactive alinity I hiv ag/ab combo results for four patients. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6)initial result was 1.01, repeat results were 1.03 and 0.05 s/co. When tested with a vidas assay the result was 0.07, which is negative. Sample ID (B)(6)initial result was 1.28, repeat results were 2.08 and 2.13 s/co. When tested with a vidas assay the result was 0.06, which is negative. Sample ID (B)(6)initial result was 24.24, repeat results were 26.41 and 25.95 s/co. When tested with a vidas assay the result was 0.07, which is negative. The vidas hivp24 result was negative. Sample ID (B)(6)initial result was 1.74, repeat results were 1.63 and 1.71 s/co. When tested with a vidas assay the result was 0.08, which is negative. There was no impact to patient management reported.